Event description:
It was reported that the user experienced a severe low blood glucose event with unclear cause following routine use of the ilet system, as indicated by the survey response. Symptoms included hypoglycemia consistent with a severe low blood glucose event. Outcomes included transient health impact without reported hospitalization or long-term disability. Investigation included a review for potential device performance issues and user- or therapy-related factors, with additional information requested from the customer to clarify circumstances surrounding the event. Investigation of this case revealed no confirmed device malfunction based on available information, and no specific component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.